Event description:
It was reported a spectrum pump detects a loaded set when no set is loaded. It was reported there was no pt injury.

Manufacturer narrative:
MFR ref number: (B)(4). The device was not returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.